Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the consumer has a rollator where the brakes do not stay engaged when locked.